Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving dilaudid (2.5 mg/ml at 0.2998 mg/day) via an implantable infusion pump. It was reported that they were "concerned the pump was not working" so the patient was brought into the office where she was given a bolus and given a personal therapy manager (ptm). No other information was provided. No further complications were reported.